Manufacturer narrative:
Health professional: unknown. Occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "when increasing or decreasing intensity knob, the intensity will fluctuate increasing and decreasing the intensity. Intensity is not stable when not moving the knob." This reportedly occurred during treatment, but no patient harm was reported.